Event description:
While attempting to gain re-entry into true lumen while using the otb catheter, floppy distal tip of an abbott the miracle bros wire became separated from main body wire and lodged into the sub-intimal vascular space. A stent was placed inside the lumen to jail the distal tip of the miracle bros wire after which the target lesion was patent. The patient was in stable condition following the procedure. The target lesion was the sfa. The device was handled and prepped per the instructions for us. There was no apparent damage to the device prior to use. All the specified ports were flushed followed by a 30 second pause, and then flushed again with heparinized saline. Cannula actuation action was verified outside of the patient and the catheter was held in a straight orientation, with "no slack" during preparation. The catheter was not coiled at any point prior to insertion. The user encountered resistance when torquing the device due to the tight bifurcation. The device did not make a "clicking sound" and then began to turn freely while torquing. The user held onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torquing and there was no difficulty actuating the device. The "l" marker leg, on the catheter "lt" directional marker band was towards the target re-entry site verified using an initial fluoroscopic view and the stored torque in the catheter shaft was released after the cannula tip was properly positioned. The "lt" directional marker band slot oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion, the cannula/needle actuated smoothly. The physician was not able to re-enter the vessel with the guidewire. There was no resistance or difficulty removing the outback from the patient and no abnormal force was required. The cannula was retracted prior to catheter withdrawal.

Manufacturer narrative:
It was during a retraction of the cannula back into the catheter that the guidewire broke. The separation was related to retraction of the cannula. While tracking the outback over the guidewire, it was ensured that the cannula tip was fully retracted inside of the catheter lateral port and the handle deployment slide was locked in the most proximal position. The guidewire tip retracted into the ob catheter approximately 5 cm before deployment of cannula. This device is available for testing and evaluation, but has not yet been received for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the event date is unknown but the date of (B)(6) 2012 is provided for purposes of transmitting the report.

Manufacturer narrative:
While attempting to gain re-entry into true lumen while using the otb catheter, floppy distal tip of an abbott the miracle bros wire became separated from main body wire and lodged into the sub-intimal vascular space. A stent was placed inside the lumen to jail the distal tip of the miracle bros wire after which the target lesion was patent. The patient was in stable condition following the procedure. The target lesion was the sfa. The device was handled and prepped per the instructions for us. There was no apparent damage to the device prior to use. All the specified ports were flushed followed by a 30 second pause, and then flushed again with heparinized saline. Cannula actuation action was verified outside of the patient and the catheter was held in a straight orientation, with "no slack" during preparation. The catheter was not coiled at any point prior to insertion. The user encountered resistance when torquing the device due to the tight bifurcation. The device did not make a "clicking sound" and then began to turn freely while torquing. The user held onto the luer hub assembly located in front of the black handle while torquing the device. The tip was not stuck in the lesion while torquing and there was no difficulty actuating the device. The "l" marker leg, on the catheter "lt" directional marker band was towards the target re-entry site verified using an initial fluoroscopic view and the stored torque in the catheter shaft was released after the cannula tip was properly positioned. The "lt" directional marker band slot oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion the guidewire tip was retracted into the ob catheter approximately 5 cm before deployment of cannula which actuated smoothly. The physician was not able to re-enter the vessel with the guidewire. There was no resistance or difficulty removing the outback from the patient and no abnormal force was required. The cannula was retracted prior to catheter withdrawal. It was during a retraction of the cannula back into the catheter that the guidewire broke. The separation was related to retraction of the cannula. While tracking the outback over the guidewire it was ensured that the cannula tip was fully retracted inside of the catheter lateral port and the handle deployment slide was locked in the most proximal position. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15416182 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.